Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of lumbar radiculopathy and spinal pain. It was reported that the patient was persistently getting an rm04 error code when trying to charge the ins. The patient stated they called a manufacturer representative (rep) they tried helping the patient troubleshoot but the issue kept happening. Resetting the controller did not resolve the issue. A replacement recharger was sent. The patient also reported that the ins was not holding a charge for as long as it used to. They stated the ins battery used to hold a charge for a week but now it only lasted 4-5 days. The patient stated they did not know if it was the ins depleting faster or if the controller was not accurately reading the ins battery level or truly charging it. They stated they can always tell when they needed to charge the ins because their feet started hurting more and felt weird so they check the ins battery and it was almost dead (return of symptoms when device is off). The patient was redirected to a healthcare professional (hcp) to discuss charging problems. No further patient complications were reported as a result of this event.